Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.